Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; h1; h2; h3; h6; h10 visual evaluation of the drills shows that the bits fractured in the fluted section of the drill bits. The customer stated that the drills were used multiple times. The drills are single use devices. No other anomalies could be identified. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a user error. The IFU for this device, IFU for twist drill (01-50-1260)_reve, states "device is single use only. Do not attempt to clean or re-sterilize this product. After use, this product may be a potential biohazard." If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Lot number: through a review of inventory transactions and the customer's purchase history, four (4) potential lots were identified. 390030, 542960, 394500 and 394490. Medical product -unknown driver catalog#: ni lot#: ni. Report source: foreign:(B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001032347-2021-00395.

Event description:
It was reported that during an open reduction of a mandibular fracture, the drill fractured at the tip when the surgeon attempted to drill a pilot hole. There were no consequences or impact to the patient. It was reported that no further information is available.